Event description:
It was reported during implant impedances were high (>40,000 ohms). During the procedure the lead end was wiped off and re-inserted into the device multiple times, but impedances remained high. Some electrode combinations had all impedances out of range, so none of these combinations were used in the programming. The patient was getting 'good' therapy post-operative, so impedances were going to be measured again in 24-48 hours to see if they normalized. Later it was reported 12 days after implant all the impedances had normalized except for 4 electrodes. The patient had 'terrific' pain relief.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6), product typ lead. (B)(4).